Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. In turn, the patient underwent surgical intervention on (B)(6) 2023 wherein the device was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.